Event description:
The manufacturer received information of rep dreamstation auto CPAP device, alleging patient saw faint cloud of smoke. Additionally, patient alleged the machine started smelling burn and the device was hot, then the humidifier stopped working. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleging patient saw faint cloud of smoke. Additionally, patient alleged the machine started smelling burn and the device was hot, then the humidifier stopped working. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the manufacturer observed a dust-like contaminant on the front panel, rear of the top enclosure, around the keypad and on the bottom enclosure. White and brown dust-like contamination was observed around the air inlet of the blower box. The manufacturer observed that the accessory module flip door was missing. Dust-like contamination with potential hair-like particles were observed in the modem compartment. The manufacturer observed a greyish dust-like contamination on the interior side of the ui panel. The manufacturer observed evidence of potential liquid ingress with a dust-like contamination consistent with mineral deposits on the bottom of the blower motor. The manufacturer observed dust-like contamination on the flip lid assembly. An unknown contaminant was observed on the bottom cover. An unknown brownish contaminate was observed all over the flip lid seal. Dust-like contamination was observed in the base of the flip lid bottom assembly, underneath the back cover and around the edges of the heater plate. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. The manufacturer is unable to confirm the complaint. In box h: device problem code, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.